Event description:
A trilogy evo ventilator was reported to have failed a test step during testing. There was no patient involvement, and no harm or injury reported. A philips field service engineer attended the customer site to make the required repairs to the device. The device's 3-way solenoid valve and proportional valve were replaced to address the issue. The device passed final testing and confirmed to be operating properly.

Manufacturer narrative:
Corrected information and evaluation results: the device was re-routed to a 3rd-party service center for evaluation rather than previously planned philips service center. Device evaluation by the 3rd- party service center was completed. It was confirmed that a low priority alarm had occurred on the device indicating the internal li-ion battery was depleted and had not been disconnected. This alarm indicates the internal battery needs to be charged, or the internal battery failed, or the system printed circuit board assembly failed. Evaluation determined the internal battery pack required replacement and the replacement was completed. The device passed final testing after repair.